Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 510 mg/dl. Customer's current blood glucose reading was 451 mg/dl. Customer has been treating through manual injection. Troubleshooting was done. Product is not expected to return.